Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on system power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.